Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 05) occurred. Reportedly, at the time of the alarm the customer was following the prompts on the pump and filling the new cartridge at the appropriate time. A cartridge change was performed resolving the alarm. There was no reported impact to the customer's blood glucose level.